Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code was updated.

Event description:
Additional information was received from a company representative and an hcp. The patient had the pump replaced on (B)(6) 2015. Regarding the previously reported intolerable side effects from the patient's dose of spinal medication, it was noted the patient did not have side effects; they were "just not receiving medication via the pump, therefore just increased pain." The symptoms were related to the stopped pump. The patient was reportedly doing better; had started prialt therapy again, and recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving prialt (25mcg/ml at 5mcg/day) via an implanted pump. The indication for use was noted as non-malignant pain and other chronic/intract pain(trunk/limbs). It was reported that there was a change in therapy effect. The patient had return of pain. The onset of symptom was sudden. On tuesday ((B)(6) 2015), the patient reported that their alarm was going off and that their personal therapy manager (ptm) was not working. An "8474" code was noted. The hcp interrogated the pump. A low battery reset/safe state occurred on (B)(6) 2015 at 19:08. The pump reverted to minimum rate mode at 0.154mcg/day. The pump was 29 months (2018-10-01) to elective replacement indicator (eri). The patient was on some oral morphine. The plan was for pump replacement, but the date was unknown. Additional information stated that on (B)(6) 2015, the patient presented for pump dose adjustment. The patient reported intolerable side effects from current dose of spinal medication. Requested the pump dose be decreased. The daily dose had been decreased and the pump settings were reset (reservoir volume, reservoir volume date, concentration and dose of the medication). At the same time it was noted that the patient's alarm was going off and that the patient had seen the code "8487" and the pump went into minimum rate mode. The patient was to return to the clinic for pump adjustment on given date or sooner if needed. They were going to set up the patient with the surgeon for pump replacement. There were no troubleshooting or interventions were reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.